Manufacturer narrative:
Review of patient records found no indication of any failure or malfunction of the implanted components although the patient did consistently report minimal pain relief. There are no known images there was no request to remove the nalu system until the patient required an MRI scan and per the physician, the MRI need is the primary reason for explant. The firm was not notified of the scheduled explant date and thus was not present for the procedure. The device was not returned to nalu for inspection after removal. Cause of the lack of efficacy is unable to be determined with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2019 to treat foot pain. The nalu system was implanted and in use for more than 5 years when the firm was notified that the patient was requesting an explant. Per the physician, the patient needs an MRI and the system that was implanted is not MRI conditional. On (B)(6)2025 a representative from nalu was able to make contact with the patient and discovered that the explant had taken place in (B)(6) 2024 and was done due to inadequate pain relief. Follow-up with the physician found that the date of explant was (B)(6)2024 and the physician's office noted that the primary reason for explant was the need for MRI. The physician noted that, secondary to MRI needs, the patient was not able to achieve greater than 50% pain relief from the system during the time it had been implanted.